Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon receipt of medical records it was discovered the pt had been diagnosed with peritonitis. Follow up was made with the peritoneal dialysis (pd) pt's clinic registered nurse (rn), who stated the pt was admitted to the hospital on (B)(6) 2015 for (B)(6). Per pd rn the pt did practice aseptic technique when completing peritoneal dialysis treatments and it was unk what may have attributed to the infection. Per pd rn no fluid leaks were reported during treatments or prior to infection. Per pd rn the pt was discharged on (B)(6) 2015 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without issue. Medical records were requested.